Event description:
There was an allegation of questionable elecsys ft3 iii results for 11 patient samples on a cobas 8000 e 801 module.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found that maintenance was overdue for both measuring cells. He replaced the defective prewash mixer and measuring cells and changed the pinch valve. He performed tests with acceptable results. The investigation determined the service actions resolved the issue.